Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the they received low battery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap was fine. The customer also stated that they used and inserted brand new energizer battery but the alarm occurred. The insulin pump will be replaced and the customer agreed to return for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to isolated to interface board. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.